Manufacturer narrative:
Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007 the patient underwent posterior spinal fusion and instrumentation from t4-l5 using stabilization system, screws, 6.2 mm rod and rhbmp-2/acs to treat neuromuscular scoliosis. Op-note: the pedicle screws were placed using the anatomical landmarks at it was taken to the level above. After insertion of the pedicle screws, all the screws were check for their potentials and were found satisfactory. During the insertion of the pedicle screw, the right sided l1 screw had multiple lateral breaches. Therefore, no screw was placed at this level. An appropriate size rod was then selected, cut and bent in appropriate thoracic kyphosis and lumbar lordosis. The rod was then gradually going towards the lumbar spine. Once the rod was introduced into the pedicle screws on the left side, a significant correction of the deformity was achieved. Similarly, the right sided rod was placed into the pedicle screws and further correction of the deformity was achieved. The final correction of the deformity was then achieved by performing the compression and the convexity and distraction of the concavity of both thoracolumbar and thoracic. Additional correction was achieved by performing direct vertebral derotation in the lumbar spine. The facet joint strips of rh-bmp2/acs were placed on the fusion bed and over each several strips of helios were placed. The bone grafting was then performed with application of vitoss and autotlogus bone graft obtained from the facetectomies and transverse processes. The patient tolerated the procedure well. She was then transferred to the regular bed was shifted to intensive care unit in stable condition. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No other information was provided.

Event description:
Patient demographics: (B)(6); race: white it was reported that on: (B)(6) 2007: patient presented for an office visit for clinical evaluation and review of ¿ot¿ evaluation. Assessment: patient demonstrated deficits in range of motion, strength, endurance, balance, coordination, reaction time and motor planning. Specifically, she presents with decreased muscle tone, decreased hamstring and gastrocnemius- soleus flexibility bilaterally, decreased mobility and independent ambulation with an assistive device. On (B)(6) 2007: patient got diagnosed with neuromuscular scoliosis status post 2 weeks posterior spinal fusion and instrumentation. On (B)(6) 2007: patient underwent x-ray of thoracolumbar spine. Impression: spinal fusion hardware in place with residual s-shaped scoliosis. On (B)(6) 2015: patient presented with chief complaint of back pain. Interpretation: scoliosis. On (B)(6) 2015: patient presented with chief complaint of back pain and returns for recommendations regarding removal of her t4-l4 hardware. Interpretation: scoliosis, idiopathic lumbar.